Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the introducer needle was fractured in the body. The customer current blood glucose level was 142 mg/dl. The customer was assisted with troubleshooting. Customer reports the introducer needle was no longer in the body. Customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be returned for analysis.